Event description:
It was reported to philips that the customer was unable to acquire images due to image storage being full. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that images due to image storage being full. After reviewing log file rse found a fault messages on the ippc calculator. After change of hdds, disk bay, memory cards and reinstallation software did not resolve the reported problem. Rse suggested to replace the pc unit. Quote was cancelled by the customer and no onsite work was performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.